Event description:
A malfunction was reported with the pump, displaying a malf 16 code that could not be reset. The reported blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. The customer decided to use multiple daily injections (mdi) as a backup therapy.